Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately one month later, this device was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the procedure. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Boston scientific received information from latitude remote monitoring that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol). The monitoring voltage was 2.55 volts and the charge time measurement was 31.2 seconds. A device replacement procedure has been scheduled for a date in the near future. To date, there have been no adverse patient effects reported.